Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. The complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The physician attempted to advance a 3.00x38mm proms element coronary drug-eluting stent, but it did not cross. Upon withdrawing the device from a non-bsc guide catheter, visualization inspection cofirmed that the proximal end of the stent was frayed.